Event description:
Physician reported, a right side deflation. And particles in valve. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation and other-technical was received on oct 17, 2023. With lot number#: 1862127. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on the diaphragm valve side assessed, as cracked valve seat diaphragm valve. One opening on the radius side assessed, as surgical damage. And partial delamination on the valve side assessed, as adhesive failure. Other -technical: no observed, particles on the valve. Additional observations: crease observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Physician reported a right side deflation and¿ particles in valve ¿. The device has been explanted and replaced.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.